Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number of the device. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the following: " the band didn't inflate as it should. During examination, they noticed that the tubing was free in the abdomen. The first part felt very stiff. The tubing material was very hard and porous." The surgeon placed a new access port and tubing.